Event description:
It was reported by the patient that the patient was tired, fatigued and the patient's heart raced since implant. It was also reported by the patient that the patient felt a "pulsing over device". It was also reported by the patient that post implant the patient had an infection near the device site and later had chest pains which the physician stated to be from anxiety. Follow up information was attempted to be obtained, however, was unavailable. The patient later reported that they attempted to send a transmission to the patient's physician, however it was unsuccessful. The patient received medication for the infection and the patient device was adjusted due to the fatigue and heart racing symptoms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.